Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient was presented in clinic with shortness of breath and heart failure. Upon interrogation, a loss of capture was observed on the atrial lead. The lead was capped on (B)(6) 2012 and the patient was stabilized.